Event description:
It was reported that during a procedure, the surgeon had problems with the probe. Allegedly, the tip of the probe broke intra-operative and fell into the patient. It was further reported that the surgeon was not able to retrieve the tip. Another probe was available and the surgery was completed.

Manufacturer narrative:
Additional information will be provided once investigation is completed.